Event description:
It was reported that the patient had bruising and discoloration over their device after the patient had a magnetic resonance imaging (MRI). No interventions were performed. The patient's condition was unknown.